Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The hi-torque (ht) command guide wire got stuck and fused with the re-entry catheter that hooks up to the intravascular ultrasound (ivus). The re-entry catheter was not made to be used on a hydrophilic coated guide wire. In this instance, the needle of the re-entry catheter got fused into the coating of the command guide wire which had a hydrophilic coating. All devices were removed as a unit and vessel access was lost. The ht command guide wire could not be removed from the re-entry catheter. The procedure could not be completed as there was only one re-entry catheter and could only enter the true lumen with another same device. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulty to remove appears to be related to the circumstances of the procedure. It is possible that the ht command jet guide wire interacted with another device (philips pioneer plus re-entry catheter) and got fused with the pioneer device during the procedure; thus, resulting in the reported difficult to remove, however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.